Event description:
Difficulty removing supra pubic catheter at home by home care nurse; resistence noted on attempt to remove; upon removal, blood clots in foley bag (minimal) and minimal bleeding at suprapubic site; resolved by the next day. Catheter examined; balloon with approx. 1cc inflation remaining; granules or "nodes" noted on lower surface of balloon.